Event description:
Father called stating infusion was not complete at set time. Father was directed to push "set/clear" after res vol and infusion screen. Pt's father estimated that greater than 10% did not infuse.